Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. It was requested by FDA medwatch program department on 15-jan-2021 to re-submit this form 3500a as there was no record of the initial report submission in the emdr system. The information contained in this initial report was correct at the time it was originally submitted on 29-jun-2017.

Event description:
The customer reported issues with manually loading fields in mosaiq. Based on the available information there has been an actual mistreatment. During one fraction of a course of treatment a treatment field was delivered to an incorrect site. The field was intended for the right neck but was delivered to the left shoulder.